Event description:
It was reported that the side-firing of fiber was noticed to have commenced forward firing at 30984 joules during a prostate procedure. Fiber breakage was also observed. The case was completed with a second fiber. No harm to pt. This report is for the first fiber.

Manufacturer narrative:
The product was from customer inventory. Reference MFR report # 2937094-2013-00571.